Manufacturer narrative:
Qc was run before and after the event and the results were within established ranges. This instrument was giving reaction noise errors for creatinine. This issue occurred since (B)(6) 2011. A field service engineer (fse) was dispatched and replaced modular chemistries (mc) vacuum regulator, tighten all mc waste manifold and flushed the creatinine cup with hot water. The fse ran precision and sent data to technical support for review.

Event description:
A customer contacted beckman coulter inc (bci) regarding a false high creatinine (crem) result of 1.9mg/dl generated by the unicel dxc 800 pro synchron clinical systems for one patient. The result was reported out of the lab. The customer reran the sample on this instrument and obtained a lower result of 1.1mg/dl. The customer also confirmed the correct result of 1.1mg/dl on another instrument and amended the result. The customer stated that patient was not treated based on the incorrect result.